Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: transformer 9733361, iso 100-240vac 600w. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system restarted on its own. The site was able to use it afterwards. There was no patient present when this issue was identified.